Manufacturer narrative:
On january 21, 2025, mentor received additional information reporting that the patient cancelled the device explantation surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: no expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2024, mentor received additional information regarding the patient's device date of explantation. The device date of explantation has been updated to (B)(6) 2025. Section d6b. Explantation date: (B)(6) 2025. The patient mentioned that her right breast is losing volume after tripping and hitting her chest. The patient had no pain or any other symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 80-year-old female patient underwent a breast augmentation revision with a 500cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed with an office visit. The patient had fell and hit her chest. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)